Event description:
In MFR report # 3004209178-2011-09993, it was reported the patient had no stimulation sensation on the right side because the lead was not placed in the correct location. A second lead was implanted for the other side, and afterwards the patient was getting good coverage and relief. Additional review indicates this information pertains to this manufacturer's report. Any additional information regarding this event will be reported in this report.

Event description:
It was reported that intra-op the patient's lead was placed too lateral to capture both sides of the patients body. Reprogramming was attempted but unsuccessful. Revision surgery was scheduled for (B)(6) 2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, programmer model 37743, serial# (B)(4), recharger model 37752, serial# (B)(4).